Event description:
Boston scientific received information that this patient's right ventricular (rv) lead exhibited what is believed to be oversensing, noise, lowered impedances, low r-waves and delivered an inappropriate shock as a result of these observations. Boston scientific technical services (ts) was consulted and suggested that this lead might be fractured. A chest x-ray was taken which was inconclusive. The physician felt that all of these observations could be attributed to a potassium imbalance, and will monitor the patient daily via their home monitoring system, and weekly thereafter is nothing is found. The patient's programming was also optimized to possibly alleviate any oversensing issues. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.